Manufacturer narrative:
Device is a combination product. Initial reporter city: (B)(6).

Event description:
It was reported that removal difficulty, tip detachment, shaft break and insufficient stent apposition occurred. The 100% stenosed, 67.1mmin length target lesion was located in the severely tortuous and severely calcified 5.46x4.97mm proximal to mid right coronary artery (rca). After placing the 3.5 x 38 synergy stent in the distal rca, a 4.00 x 38 synergy drug- eluting stent was placed in mid rca. However, when removing the delivery balloon, the tip got caught and became detached. It was noted "the physician thinks that the shaft separation caused due to that the device got caught in the calcification or the stent." The detached part was attempted to be removed with a non bsc balloon catheter and again with a non-bsc device on the aorta side, but both failed. Ivus was performed but due to the shaft separation, it was unable to confirm if it was circumferential calcification. They were also unable to confirm if there was malposition with the deployed stent. On the next day, the detached part was completely removed by thoracotomy. It was also noted "it was unknown if there was damage with the deployed stent in rca#2, but the proximal side was not expanded sufficiently." No further patient complications were reported. The patient's status was stable.

Event description:
It was reported that removal difficulty, tip detachment, shaft break and insufficient stent apposition occurred. The 100% stenosed, 67.1mmin length target lesion was located in the severely tortuous and severely calcified 5.46x4.97mm proximal to mid right coronary artery (rca). After placing the 3.5 x 38 synergy stent in the distal rca, a 4.00 x 38 synergy drug- eluting stent was placed in mid rca. However, when removing the delivery balloon, the tip got caught and became detached. It was noted "the physician thinks that the shaft separation caused due to that the device got caught in the calcification or the stent." The detached part was attempted to be removed with a non bsc balloon catheter and again with a non-bsc device on the aorta side, but both failed. Ivus was performed but due to the shaft separation, it was unable to confirm if it was circumferential calcification. They were also unable to confirm if there was malposition with the deployed stent. On the next day, the detached part was completely removed by thoracotomy. It was also noted "it was unknown if there was damage with the deployed stent in rca#2, but the proximal side was not expanded sufficiently." No further patient complications were reported. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter city: (B)(6). Device evaluated by MFR: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the device was received broken in 2 sections without the stent or distal tip. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture is within the specification. The balloon body was reviewed, and it was noted that the balloon body was cut/broken at 8 cm distal to the proximal balloon bond with the distal inner visible inside the balloon. Red/brown blood like substance noted inside the sectioned balloon, in the inflation lumen as well as in the manifold hub. The tip profile examination could not be performed as the distal section of the delivery system which includes the tip was not returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion found that the shaft was broken into 2 sections, the first section received measured 25.6 cm in length and was returned with the balloon region cut and the distal tip and distal end of the balloon were not returned. Second section of the device shaft break in the midshaft region at 122 cm distal to the distal end of the strain relief with core-wire exposed. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.